Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.9 inr (via venipuncture) and 5.0 inr (via finger stick) on the coaguchek xs pro system while a comparison lab returned as 3.5 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.